Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient underwent a procedure with onyx 18 treatment of a ruptured arteriovenous malformation. 1cc of onyx 18 was injected for 35 minutes. There was no reported device malfunction or deficiency. On (B)(6), lumbar puncture was performed for suspicion of bacterial meningitis which was subsequently ruled out. However, there was evidence for eosinophilic meningitis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the craniotomy was perform the on april 27 at 5h30 am and the embolisation in neuro intenventionals radiology was perform the same day at 10h30 am. Interestingly, during craniotomy, tachosyl was use , by neurosurgeon, for closure of the dura-mater. It s a patient without previous decease. On april 26th, he suffer a brutal coma cgs 6. CT> scan show subarachnoid and parenchymal haemorrhage predominating in the right cerebellar, fischer 4, responsible for transtentorial involvement, tonsillar;mass effect on v4, midbrain;hydrocephalus also: arteriovenous fistula with supply from the right superior cerebellar artery transfer in neurosurgery for craniectomy du to high intracranial blood pressure. Craniotomy perform and external ventricular derivation. After stabilisation patient was transfer to radiology to perform embolisation (using onyx) of the right superior cerebellar artery (arterio veinous malformation). The external ventricular derivation was removed and replace by an internal ventricular derivation. Now the patient is stable , but hypereosinophilia is still detected in cerebrospinal fluid. (No hypereosinophilia in the blood), and number of element are even rising (may 27 177 element 24% eosinophil; jun 27th 1000 element 50% eosinophil). We still don't have any diagnostic for this cerebrospinal fluid hypereosinohilia (no parasit found, no other drugs responsible for eosinophilia).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the meningitis was suspected one month post op. The date of the index onyx procedure: 24/04/2023. It was noted that the patient was still in a comatose state. No modification of the neurological status. The event was considered nonlife-threatening. A craniectomy realise was completed the same day as radiological procedure with onyx. The event did not result in patient disability. The event did not result in or prolong patient hospitalization. The event was not caused by or related to the procedure/onyx.